Event description:
It was reported that the patient presented to the emergency room with high impedance on the right ventricular lead, and the capture threshold had also trended upward. The lead was capped and a new lead was placed on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.